Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to charge energy. The device was turned off/on and powered on without display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; the customer's report that the device was unable to charge energy was not able to be replicated or confirmed. Extensive testing was not able to duplicate the customer's report. The device's multi-function cable was tested with no fault found. The customer's report that the device powered on without display was duplicated and attributed to a faulty crystal oscillator on the system board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.